Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant the helix of a pacing lead could not be retracted using a fixation tool. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead became extrinsically distorted due to pulling / stretching / overstress. The distal low voltage electrode of the lead was covered in blood. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was used, blood and damage was done to the helix of the lead. If information is provided in the future, a supplemental report will be issued.